Manufacturer narrative:
As of today, no additional information is available and this investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pulse generator underwent a revision procedure. An issue with the right ventricular (rv) lead was suspected but upon opening the pocket, it was noted the setscrew was not tightened down. The setscrew was tightened without further incident. No additional adverse patient effects were reported.